Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Correction: h6 (annex g) investigation ¿ evaluation as reported, when the user opened the packaging of a 'ngage nitinol stone extractor' and tested prior to use, it was noted that the basket could not be opened. The user changed to another 'ngage nitinol stone extractor' to complete the procedure. The patient experienced no harm as a result of the issue. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures, as well as a visual inspection and functional test of the returned device, were conducted during the investigation. A device failure analysis was conducted on the returned device. One device was returned loose without shipping tray in an open package with label. Upon inspection, there was a kink just below the handle. It was also observed that the basket had separated from the distal end of the basket sheath, with the proximal ends of the basket wires visible. When the handle was actuated, the basket would not open/close. The basket assembly is manufactured by a supplier. A non-conformance investigation has been opened to investigate this issue. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the DHR for the reported lot and recorded one nonconformance for "damaged shrink tube" that is possibly related to the complaint issue. A database search for complaints on the reported lot found three additional complaints reported from the field. All devices in the lot were checked multiple times for proper functioning. The device from the lot that were packaged/sold passed the in-process inspections. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide enough evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Cook also reviewed product labeling. The product IFU, t_shef_rev1; the IFU did not provide any information related to the reported issue. Based on the information provided, inspection of the returned device, and the results of the investigation, the cause for this event has not been determined. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, when the user opened the packaging of a 'ngage nitinol stone extractor' and tested prior to use, it was noted that the basket could not be opened. The user changed to another 'ngage nitinol stone extractor' to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
E1: customer phone = (B)(6). G4: PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.